Manufacturer narrative:
Occupation: non healthcare professional. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a piece of wire from the micropuncture transitionless stiffened cannula access set broke off in the patient's anatomy during a peripherally inserted central catheter (PICC) placement in the brachial vein. Reportedly, resistance was felt. The floppy tip of the guide wire looped into a knot and the tip fractured when being removed through the entry needle. The patient required a cut down procedure in order to remove the device fragment from the soft tissue. No patient adverse effects have been reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the drawing, manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that a section of the wire guide from the mpis set was returned for investigation. It appeared to be the distal portion of the wire and approximately 2cm in length. The fragment was covered in biomatter and had a knot tied in it. The proximal portion of the wire was not returned. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufacturer¿s instructions, technical file, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. It should also be noted that an IFU for this device is not provided. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.